Manufacturer narrative:
An event of thrombus formation in a patient with a medical history including genetic thrombophilia was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2021, a 22mm amplatzer amulet left atrial apprendage occluder was selected for implant using a 12f amplatzer amulet delivery system in a patient with a past medical history of genetic thrombophilia. During the procedure, a thrombus developed on the sheath in the left atrium. The occluder was retracted and the thrombus was aspirated. Ultimately, a device was not implanted. The user attributed the thrombus formation to the delivery system. The patient was hemodynamically stable throughout the procedure. It was reported that assessment of the device placement and stability was prolonged. The patient was reported to be in stable condition.